Manufacturer narrative:
D4: lot number corrected from 0024832342 to 0024233275. D4: expiration date corrected from 11/25/2022 to 08/07/2022. H4: device manufacture date corrected from 11/26/2019 to 08/08/2019. Device evaluated by MFR.: the returned product consisted of a maverick 2 balloon catheter. The shaft, hypotube, tip and balloon were microscopically and visually examined. There was contrast in the inflation lumen and balloon. The balloon was loosely folded. There was a pinhole at the distal marker band. There was no marker band damage detected. Inspection of the remainder of the device presented no other damage or irregularities.

Event description:
It was reported that balloon rupture occurred. The 82% stenosed target lesion was located in the severely tortuous and severely calcified mid right coronary artery. A 2.00mm x 20mm maverick balloon catheter was advanced for dilation. However, on the second inflation at 6 atmospheres for 7 seconds, the balloon ruptured. No segment of the balloon was left inside the patient and the procedure was completed with another of same device. There were no patient complications reported and the patient condition was stable.

Event description:
It was reported that balloon rupture occurred. The 82% stenosed target lesion was located in the severely tortuous and severely calcified mid right coronary artery. A 2.00mm x 20mm maverick balloon catheter was advanced for dilation. However, on the second inflation at 6 atmospheres for 7 seconds, the balloon ruptured. No segment of the balloon was left inside the patient and the procedure was completed with another of same device. There were no patient complications reported and the patient condition was stable.